Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open bullectomy procedure. The stapling devices were applied to the lung. The stapler was able to fire multiple reloads during the case. Poor staple formation was discovered post-operatively. In order to resolve the issue, re-intervention for a real leakage was required. This resulted in temporary injury and non-permanent tissue damage. The surgical time was extended by thirty minutes or more. The patients hospitalization time was extended by two more days. There was no patient injury.